Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was distorted. Outer insulation of the lead was observed to have blood on the surface. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, when the physician was about to place the epicardial lead, it was noticed that the wire inside of the insulator seemed to be deformed distal to the bifurcation. That lead was discarded and replaced with a new lead of the same model. Upon inspection of the second lead, there was a scratch at the outer layer of insulation distal to the bifurcation. That lead was also not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.